Manufacturer narrative:
Based on the results of the investigation and information provided, reprocessing was not conducted at the user facility, and then the device was sent to olympus. Subsequently, the foreign material remained within the device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material on the tip. There was no patient involvement.